Manufacturer narrative:
Device manufacture date is 10/21/2015 through 10/22/2015. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed that the safety cover did not shield the tip of the needle and stayed in the middle of the needle tube. Microscopic inspection revealed no defects. Testing included assembling the catheter of the returned unused sample to the inner needle of the returned sample and repeatedly removing the inner needle 10 times. This confirmed that the safety cover activated and the inner needle was shielded normally. A review of the device history record was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that a doctor incurred a needle stick. Follow up communication with the user facility reported: the doctor placed the inner needle into the tray after performing puncture; at this time, the doctor did not check to see if the safety cover on the needle tip was activated; when the drape and needle inside the tray were disposed of, the doctor incurred a needle stick; it was reported that the safety cover was shifted slightly toward the hub; and it was reported that the doctor was uninfected.